Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device alarmed a hardware low level failure twice after self-tests. They also had issues with the sound. The customer's blood glucose was 11.1 mmol/l. The device is not expected to return for analysis.

Manufacturer narrative:
Device passed displacement test. Hardware low level failures was present in the pump trace download and hardware low level failures alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio or absence of alarm due to hardware low level failures. No occlusion anomalies noted during testing.